Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 300294 lot 1910516 to investigate for this record. Bd was unable to verify the reported issue or determine a definitive root cause. Based on the customer feedback and after discussing the reported issue with our manufacturing technicians, bd believes the cause of the problem could be related with some unexpected temporary problem in the printing machine. Therefore, the reported shelf carton label was not printed. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It has been reported that the bd discardit ii¿ syringe with needle has been found experiencing 100 occurrences of missing label information before use. The following has been provided by the initial reporter: there is blank label on outer carton of emerald 10ml.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit ii¿ syringe with needle has been found experiencing 100 occurrences of missing label information before use. The following has been provided by the initial reporter: there is blank label on outer carton of emerald 10ml.